Event description:
Healthcare professional reported "a new patient had to replace devices implanted by another surgeon". Later healthcare professional reported rupture. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.